Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple unexplained cs 054 call service alarms followed by eaw 128 replace battery alarms. The pump powered on normally, and a prime sequence and 24 hour duration test were successfully completed with no duplicated alarms. The pump was opened and no damage or moisture was observed inside the pump. Unrelated to the initial complaint, the battery compartment was found to be cracked. The returned battery and cartridge caps were used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that a cs 054 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.